Event description:
It was reported that there was noise and oversensing on the right ventricular lead. The lead was reprogrammed and the oversensing was resolved. The lead will be monitored and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.